Manufacturer narrative:
(B)(4).

Event description:
It was reported that a few days after rv lead repositioning procedure, early cardiac perforation was observed. The lead was repositioned. Patient was stable.